Manufacturer narrative:
.

Event description:
A report was received that the patient developed infection. The symptoms included pain and drainage at the ipg site. The patient was prescribed antibiotics and the infection was cleared. The physician believed that infection was procedure related.